Event description:
Clinic notes were received for review on a vns patient. It was reported that in (B)(6) that her seizures are lengthy which was unusual. She had three seizures lasting more than 10 minutes each. March she had five, (B)(6) she had five and may she had three. Overall she had been quite stable. It is unknown if this amount of seizures is over their patient's prevns seizure rate. She does have a history of prolonged seizures but had not had them for while. So not a new seizure type. The relationship to their vns is unknown. The patient does have titration of their medications on a regular basis. Since her last visit in (B)(6), her seizures have improved with a slightly increased dose of onfi. She now has many seizure-free days and her seizures are shorter most of the time.